Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: on investigation, the pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. The bolus button cover was found missing from the pump and the bolus button function was unable to be tested.

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on (B)(4) 2015.